Event description:
Rayner intraocular lenses limited received notification from its austrian partner of an event that occurred following implantation of a c-flex advance aspheric adv970 iol. The event description provided states "cells reaction observed 8 days post-operatively". For further information please refer to rayner's MDR 9611165-2014-00084.

Manufacturer narrative:
It is unclear from the information provided if this is an inflammatory reaction or an extra proliferation of endothelial cells. The treatment provided to the pt suggests that they suffered an inflammatory response post cataract surgery. The cause of the inflammation could be attributed to many factors including: pt medical history (e.g. Co-existing co-morbidities such as hypertension), instrument cleaning (improper flushing, enzymatic cleaners and ultrasound baths) or medications, solutions, contaminants from surgical gloves or other products. All c-flex advance aspheric adv970 iols released for distribution from batch 103e51324 were within tolerance, met specification criteria and were without defects.